Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that while in surgery they had issues taking a spin. Site reports that the covers are popping when opening the gantry. They placed the gantry around the patient, closed, and pressed the hand switch but got no response when trying to take the spin. Then when they were able to spin, they heard strange noises coming from the gantry. Unknown what resolved to allow spin. Surgery took place on (B)(6) 2024. No other information available at time of call. It was second occurrence. This occurred intra operatively. No additional information was provided.

Manufacturer narrative:
(H6): manufacturing representative(rep) went to the site to test the system. During system checkout, rep was not able to replicate what the customer experienced. Since this was a recent purchase, I talked the customer through some of the differences between the 01 and 02 when it comes to closing the door properly. I also removed the lower inner gantry cover to make sure there was no debris in the gantry that was causing the noise the customer heard, but the noise wasn¿t present during my checkout and was confirmed with the customer. The system was returned to the customer in a fully functional state. B01, c19, d14 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.